Manufacturer narrative:
(B)(4). The customer reported the unit will not charge. There was no reported pt involvement. The third party field service engineer evaluated the device and found the ac power module connector pulled out and connector wires were broken. The ac power module was replaced and resolve the issue. The device passed all performance assurance testing and was returned to use.

Event description:
The customer reported the unit will not charge. There was no reported pt involvement.